Event description:
Device issue: defective needle. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician unspecified if trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a needle was defective. The method used to achieve hemostasis was not reported. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device is expected to be returned for evaluation. It has not yet been received. A review of the device lot history record is forthcoming. A follow-up will be submitted.